Manufacturer narrative:
The e1053 reagent red blood cell donor was erroneously noted on the 14231 panel master list labeling as being antigen v positive, whose presence was determined by immucor using only a single example of a specific antibody. Based on a confluence of lack of antisera availability, the immucor laboratory performed a DHR review to confrim the v antigen status prior to the product release to market. The DHR review concluded that bulk manufacturing testing was done using red blood cells from the bulk material, which showed that cell number eleven (11), e1053, resulted v antigen positive at 2+ strength of reactivity. Additionally, all other specifications were deemed to be acceptable, and the product was therefore subsequently released to market.

Event description:
On (B)(6) 2018, an immucor employee visiting a customer site, reported on behalf of that customer site an unexpectedly negative result outcome by test tube method, using panocell-20, when tested on (B)(6) 2018.